Manufacturer narrative:
Device evaluation: two devices were received for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that their v-go 40 needle button released while in the shower. The device is available for return to the manufacturer for evaluation.